Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5

Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient faced five infusion set cannula kinked events on (B)(6)2024. The events occurred within 3 hours of insertion. The insertion site was at the abdomen. The patient replaced the infusion sets and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.